Event description:
On (B)(6) 2012, mother reported the infusion device display was damaged when it hit a metal bed rail. Mother reported there is a "black spot" that prevents her from correctly reading the insulin delivery amounts. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.